Event description:
It was reported by the customer that during use, the cs300 intra aortic balloon pump (iabp) had air leak in the iab loop. There was no patient harm and injury reported.

Manufacturer narrative:
(B)(6). It was reported by the national medical device adverse event monitoring information system. The pump was immediately stopped and replaced with another device. There were no casualties. The customer handles the matter independently and refuses to disclose specific details. No further information available.